Event description:
It was reported that the patient presented for a new implant procedure. It was noted that the new right ventricular (rv) lead dislodged during the procedure, prior to pocket closure and loss of capture was observed. The new rv lead was exchanged during the procedure. The patient was stable.